Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed using a brk transseptal needle and geometry creation was initiated using the ensite velocity mapping system. The patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion. A pericardial drain was placed, which stabilized the patient, and a cavotricuspid isthmus line ablation was completed but the atrial tachycardia was not terminated. The pericardial drain was removed after bleeding resolved. The patient remained stable and oral amiodarone was administered to treat the arrhythmia. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.